Manufacturer narrative:
H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed that three units had sponge (foam) observed outside of the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge (foam) of thirty-two (32) minicaps were coming out from the cap. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.